Event description:
Procedure type: hemicolectomy. According to the reporter: at the third firing, the device would not fire. The blue indicator lamp was not lit. The jaws could be closed and opened. A new sulu and handle were used to complete the case with no further issue. The patient is currently in good condition. Operating time was not extended by more than 30 minutes. There was no tissue loss or tissue damage. There was no bleeding over 500 cc's. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).